Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. Pt's blood glucose readings were 445mg/dl with the meter versus 381mg/dl with a lab instrument. Tests were done less than 10 mins apart. Pt did not experience any adverse events. No further info has been reported.